Event description:
The patient reported that she would like to get in contact with the manufacturer representative to get her stimulator "going again". The patient indicated that it seemed like it was turned off because she did not have any control over urinary function and was terrible. The patient reported that the problem started "all at once" a few months ago. The patient has an appointment with managing hcp a day after this call. The patient was assisted with using her programmer. The patient was seeing a low programmer battery screen and a poor communication screen. It was reported 8 days later that the cause of the event was patient had the battery in backward. The patient outcome was reported as recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fkmy, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).